Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the product was not possible without additional device information.

Event description:
It was reported that the patient underwent a spinal fusion procedure using 4.5mg of rhbmp-2/acs. Approximately six months later, the patient experienced osteolysis which was confirmed by CT scan. No additional complications were reported.